Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6307834, medical device expiration date: 2019-10-31, device manufacture date: 2016-11-08. Medical device lot #: 7158719, medical device expiration date: 2020-05-31, device manufacture date: 2017-06-07.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had sterile breach due to the packaging being slightly opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received two unused iag/bc 20ga units in partially opened packages from the lot numbers: 6307834 and 7158719. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable with lot#: 6307834 and 7158719 regarding item#: 382633. DHR review was performed on the following lot number: 63077834: the lot number was built on afa line 9 from november 5, 2016 thru november 8, 2016. Packaged on packaging line 10 from november 7, 2016 thru november 8, 2016. No quality notification were initiated during the build of this lot number: 7158719: the lot number was built on afa line 9 from june 11, 2017 thru june 16, 2017. Packaged on packaging line 10 from june 15, 2017 thru june 17, 2017 and july 21, 2017. No quality notification were initiated during the build of this lot number. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Water-leak test: the water leak test was not performed; all of the packages were partially which would allow the packages to leak. Supplier oliver-tolas (ot) uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to ot. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. CAPA: 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed. Other actions taken: packaging operators are responsible to verify package integrity, including the verification that the packages are adequately sealed. In addition, product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had sterile breach due to the packaging being slightly opened. There was no report of exposure, serious injury or medical intervention.